Event description:
Acclarent was informed of an event which occurred during a procedure in which a relieva spin balloon sinuplasty system was used. During a bilateral frontal sinus procedure the surgeon reportedly attempted accessing the right frontal sinus, and the middle turbinate was reportedly found scarred to the lateral nasal wall from a prior sinus surgery. The turbinate was medialized, and the surgeon noted that a "tremendous scar band" had torn off the middle turbinate superiority. The subject device was then used to dilate the right frontal sinus in three locations. Sometime thereafter, the surgeon noted clear fluid in the region of the frontal recess that appeared to be coming from the medial wall of the frontal outflow region. The patient was transported from the surgical location to a local hospital where a CT scan revealed a pneumocephalus. The patient was alert and did not have any reported neurologic deficits. The user facility reported that contrary to physician instructions the patient had blown his nose several times during transport to the hospital, and that this may have contributed to the pneumocephalus. The patient was kept for observation and no other treatment was performed. After four days, the patient was discharged and was reported to be doing well.

Manufacturer narrative:
The acclarent device referenced in this report was discarded by the user facility and is not available for evaluation. Review of manufacturing records associated with the subject device did not detect any anomalies. The acclarent device used during this procedure functioned as expected, and no difficulty was reported with the device. The surgeon indicated that the patient's anatomy may have contributed to the reported phenomenon. The extent to which the subject device caused or contributed to the reported event cannot be determined. If additional information is received, a supplemental report will be filed. Acclarent will continue to monitor this phenomenon for trending purposes.